Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient could not specify when the alleged inaccuracy first occurred, but stated that they obtained a blood glucose result of ¿183mg/dl¿ with the subject meter and ¿93mg/dl¿ on a bayer contour meter within 30 minutes of one another. The patient manages their diabetes with unknown dosages of novalog and lantus insulin and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. An unknown period of time after the alleged inaccuracy the patient stated that they experienced symptoms of ¿weak, sweaty and shaky¿. The patient denied requiring any form of treatment as a result of these symptoms however. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter, an approved sample site was used to obtain the alleged results and the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.